Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance in the superior vena cava (svc) coil. The rv lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments, and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.